Manufacturer narrative:
(B)(4) fiber broke and misfired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip of the laser fiber measured 2.0 mm and appeared used. The fiber with heat shrink was separated from the connector and strain relief boot. Functional analysis revealed that black marks were noted at the break indicating that the fiber misfired at the break. The fiber was broken underneath the strain relief boot approximately 34 mm from the proximal end of the sub miniature-a (sma) connector. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva 550 laser fiber was used during a lithotripsy procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber body was not attached and was pulled out from the black rubber connector which resulted to laser fiber misfired. The procedure was completed with another flexiva laser fiber. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva 550 laser fiber was used during a lithotripsy procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber body was not attached and was pulled out from the black rubber connector which resulted to laser fiber misfired. The procedure was completed with another flexiva laser fiber. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.